Event description:
This is a report of a colleague infusion pump in which an unknown error occurred. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention related to this event. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4)

Manufacturer narrative:
(B)(4). This report and medwatch were generated in error. No allegations have been made against this device. Therefore, the information provided in the initial medwatch report is erroneous.